Event description:
It was reported that the needle did not retract. When the ide wanted to retract the catheter, the canula was impossible to retract. Safety system not working. Response received on: (B)(6) 2026. This incident did not result in any harm or serious injury to a patient or healthcare professional.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of needle retraction failure with lot 5037132 regarding item #381044. Device history record for final lot number 5037132 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.